Manufacturer narrative:
Returned product consisted of a coyote balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a longitudinal tear 24mm from the tip and is approximately 10mm long. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed there is a longitudinal tear in the balloon.

Event description:
It was reported that balloon rupture occurred. The 1005 stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 4.0mmx30mmx143cm nc quantum apex balloon catheter was advanced for dilatation. During fourth inflation at 14 atmospheres for 30 seconds, the balloon rupture at the center. The device was removed using normal method without issue and the procedure was completed with a different device. No complications were reported, and the patient was in good condition post procedure.

Event description:
It was reported that balloon rupture occurred. The 1005 stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 4.0mmx30mmx143cm nc quantum apex balloon catheter was advanced for dilatation. During fourth inflation at 14 atmospheres for 30 seconds, the balloon rupture at the center. The device was removed using normal method without issue and the procedure was completed with a different device. No complications were reported, and the patient was in good condition post procedure.